Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens tore/broke during injection delivery into the eye. The lens was removed intraoperatively with no patient injury. In a separate surgery a replacement lens was implanted. This resolved the problem. For cause details the reporter stated, " lens got stuck in the plunger."

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).